Event description:
It was reported that the patient received inappropriate therapy due to noise, and the right ventricular lead pacing impedance was greater than 3000 ohms. The pace/sense portion of the high voltage lead was capped, and a new lead was placed for pacing/sensing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Serial number updated with correct suffix.